Event description:
The reporter stated the surgeon inserted an eyeonics lens but the haptic broke. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The cause of the iol damage may have been due to the msi-tf injector.